Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual or functional anomalies were noted. Electrical and thermal testing revealed no anomalies. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac tamponade was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Near the conclusion of an atrial fibrillation ablation procedure using a tacticath quartz ablation catheter, a cardiac tamponade occurred. After ablation had been completed, a reflexion spiral ep catheter was placed through an unknown transseptal introducer to determine if the ablation was successful. The tacticath quartz ablation catheter was passed through the septum alongside the transseptal introducer to assist; however, instead of going transseptal, the catheter displayed anterior and outside the geometry on the ensite velocity mapping system. An echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed and protamine was administered, which stabilized the patient. A perforation was noted in the right atrium. The patient remained stable and recovered well. There were no performance issues with any sjm device.